Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button traces were creased. The cause of the non-functional response buttons is the creased traces. The root cause of the creased traces could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/7/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that the response buttons were non-functional.